Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had previously recorded a low speed operation and was suspected of having a drive line injury. The patient had low speed operation while on battery and red heart on power module back in (B)(6) 2019. The patient did not want a pump change, the patient was running the system on battery all the time. The patient got a red heart alarm on (B)(6) 2020 while running on battery at home. The patient visited the hospital, and when a medical engineer checked the history on the system monitor, a pump off was recorded. The log file was reviewed. The data showed pump stop while on power module and on batteries. In order to prevent further interruption in support it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. Since then, the patient was on battery support. The pump was exchanged on (B)(6) 2020. No further or additional information was provided.

Manufacturer narrative:
Section b1, b2, d4 (model number): correction. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas confirmed wire damage that would have contributed to the reported low speed events. The submitted log files contained data from day 351 through day 354. The log files captured multiple low speed operation and pump stoppage events while the system was supported by battery power. No other atypical alarms or events were captured. The pump was returned assembled. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit, apical sewing ring, sealed outflow graft, and sealed outflow graft bend relief were not returned. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 9.0¿ from the pump housing. The distal portion adjacent to the metal connector was also returned measuring approximately 29.5¿ in length. The metal connector pins, bend relief, and alignment indicator were unremarkable. Continuity testing was performed on the returned driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Visual examination of the driveline revealed that white tape was wrapped around the driveline approximately 6.5¿-9.0¿ and 13.5¿-19.0¿ from the metal connector. The clear bionate layer was in good condition with no signs of damage or wear. Breakdown of the metal braided shield was observed approximately 0.0¿ to 2.0¿ from the pump housing. Visual and microscopic inspection of the underlying wires revealed breaches in the insulations of the black, red, and green wires approximately 1.5¿ from the pump housing. This damage appeared to be the result fatigue failure due to repetitive movement and abrasion against the metal braided shield in this area. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and no additional breaches were identified. The green wire represents one of the two redundant wires that comprise phase 1, the black wire represents one of the two redundant wires that comprise phase 2, and the red wire represents one of the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed events reported in MFR report #2916596-2019-00505. Additionally, if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was supported by an untethered power source (such as batteries), the resulting phase to phase short would have caused the pump stoppages and low speed events seen in the submitted log files. There was an incidental finding of cosmetic damage to the silicone jacket that was observed approximately 16.5¿ and 19.0¿ from the metal connector. The heartmate ii lvas IFU discusses pump speed, power, flow, and pulsatility index in section 13.0 ¿system monitor¿ under ¿clinical screen¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events in section 17.0 ¿patient management¿ under ¿unique treatment issues¿ and ¿caring for the percutaneous lead¿. This section also provides information on driveline care and cleaning under ¿exit site treatment¿. Additionally, this IFU contains information regarding alarms on the system controller, including the low speed advisory/hazard alarms, and the proper actions associated with them under ¿alarms screen¿ in section 13.0. This IFU instructs the user that if damage to the electrical conductors in the lead is confirmed, the heartmate ii pump should be replaced as soon as possible. The patient handbook contains a section on ¿caring for the exit site¿ which instructs the user on how to properly clean the driveline at the exit site. The patient handbook also contains a section on ¿caring for the percutaneous (perc) lead¿ under ¿caring for the leads that connect you to the pump and system controller¿ which warns that damage to the lead, depending on the degree, may cause the pump to stop. This section also provides information on driveline care as well as indications of driveline damage and instructs the user to check the perc lead daily for signs of damage (cuts, holes, tears); if damage is discovered, report it immediately to your hospital contact person. The section entitled ¿the system controller¿ contains information regarding alarms on the system controller, including the low speed advisory/hazard alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing this event.